Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and a high temperature was displayed, in which the system stopped ablation. The catheter was changed to another one and the procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster failure analysis lab and on (B)(6) 2018, it was discovered that there was a hole was in the shaft at 20 inches from the handle. No metals were exposed. This finding has been assessed as a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and a high temperature was displayed, in which the system stopped ablation. The returned device was visually inspected and a hole was observed on the shaft area with metal exposed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple (tc) wires were broken from the tip to the connector area causing the improper temperature condition. Then, a cool flow pump test was performed and the catheter passed specifications. Per the damage observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the shaft. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the tc wire breakage cannot be determined. Based on available analysis finding results, the damage on the shaft does not appear to be caused by any internal bwi processes. Manufacturer's ref. No: (B)(4).